Event description:
The gambro technical services rep reported that the ultrasonic air bubble detector did not pass the 7 microliter bubble test at the 2000 hour preventive maintenance. There was no pt involvement.